Manufacturer narrative:
At the time of this report, mentor is only aware that the patient underwent surgical invention without removal of the implants. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: (left) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 6906228 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, suffered right side capsular contracture; baker grade ii, post-operatively. The patient was given singulair, however, the patient still experienced tightness of the right breast with asymmetry, chest wall asymmetry, nipple position asymmetry, and fold position asymmetry. As a result, the patient underwent surgical invention to have the right capsule lowered in position on (B)(6) 2019.